Event description:
A pca pump module was reported to over infuse a syringe of medication. The customer provided the following event details: the event occurred on unit 2west, a medical telemetry floor. The pca was initially programmed on (B)(6) 2012 at 2130. Rn at pt's bedside observed the pump beeping "vial empty" at 0230 on (B)(6) 2012. An additional syringe of medication was hooked to the pump at 0330. The pump beeped "empty" at 0630. Settings were for 0.2 mg every 5 minutes for 50 minutes with lockout of 1mg every hr. Dilaudid concentration 0.2mg/ml. Syringe contained 10 mg in 50 ml total volume, diluent sodium chloride 0.9%. Monoject 60 ml syringe was utilized. There was no report of harm or medical intervention. The pt was monitored for several hours for observation. Although requested, no additional pt or event info was available.

Manufacturer narrative:
(B)(4). The device logs and data set have been received for investigation. A f/u report will be submitted with the results of the eval once it is complete.